Manufacturer narrative:
(B)(4). Medical product: z.s.g.m. Cutter 4:1 ratio catalog #: 00770304000, lot # : 65154554, serial#: (B)(4); z.s.g.m. Cutter 4:1 ratio catalog #: 00770304000, lot #: 64187517, serial#: (B)(4); z.s.g.m. Cutter 3:1 ratio catalog #: 00770303000, lot #: 65045932, serial#: (B)(4); z.s.g.m. Cutter 2:1 ratio catalog #: 00770302000, lot #: 65177998, serial#: (B)(4). The results of the investigation are as follows: review of the most recent repair record determined the handle does not fit into the mesher; damaged comb, bottom roller, and roller gear. The comb, roller, and gear were replaced and resolved the reported issue. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported handle no longer fits because of damage to mesher. During the investigation it wwas found that there was damage to the comb. No patient involvement as it did not occur during surgery. No adverse events were reported as a result of this malfunction.